Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to get adequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced, and a new pocket was created. The patient was doing well postoperatively, and the explanted device was discarded by the facility.